Manufacturer narrative:
(B)(4): device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the patient underwent a plif at l4/5. Upon implantation, the portion of the implant that was connected to the inserter broke off approximately 1mm. The implant was left implanted. No patient complications were reported.